Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying erroneous flow and pulsatility index (pi) values was unable to be confirmed. The system monitor (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2021 ¿ (B)(6)2021 per timestamp). The log file did not contain any events that would indicate an issue with the equipment in use during the reported event. Throughout the log file the pi was never measured at zero and power values were all found to be at normal levels. Additional information provided on (B)(6) stated that the bioengineering department is evaluating the system monitor and that the issue resolved once switched to a new cart. Multiple good faith efforts were sent regarding product return and cause/resolution of the low flow alarms or pi events. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order, was shipped on (B)(6) 2011. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section titled ¿setting up the system monitor for use with the power module¿). Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Section 1, entitled ¿introduction¿, explains all pump parameters, including pulsatility index (pi). Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 primary UDI number: corrected section d5: corrected manufacturer's investigation conclusion: the reported event of the system monitor displaying erroneous flow and pulsatility index (pi) values was unable to be confirmed. The system monitor (serial number: (B)(6) was not returned for analysis; however, a log file (B)(6) was submitted for review with events spanning approximately 2 days ( on (B)(6) 2021 per timestamp). The log file did not contain any events that would indicate an issue with the equipment in use during the reported event. Throughout the log file the pi was never measured at zero and power values were all found to be at normal levels. Additional information provided on 04aug2021 stated that the bioengineering department is evaluating the system monitor and that the issue resolved once switched to a new cart. Multiple good faith efforts were sent regarding product return and cause/resolution of the low flow alarms or pi events. A root cause for the reported event was unable to be conclusively determined through this investigation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2011. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section titled ¿setting up the system monitor for use with the power module¿). Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Section 1, entitled ¿introduction¿, explains all pump parameters, including pulsatility index (pi). Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients system monitor displayed a pulsatility index of zero and power fluctuations between 0.3-0.6 very sporadically. It was note known if it was due to the pump or the external bedside unit. The system monitor was exchanged and a new power module setup. Log file analysis captured clusters of pulsatility index events. Log file analysis captured low flow estimates as well as sustained low flow hazard events when calculated pulsatility index is elevated.